Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior a sleeve procedure, surgeon was able to press the green button and squeeze the handle but device did not work, got stuck and could not staple. Device was not able to fire. Surgeon used another stapler to resolve the issue. No patient involvement.